Event description:
Baxter affiliate reported "a patient needed to replace the transfer set because of leakage of the peritoneal dialysis fluid through the tubing due to broken occluder feet. The reported transfer set was placed in 2004." There was no patient injury or medical intervention associated with this incident according to baxter affiliate.